Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and confirmed system gave a remote alert that image processing computer disk bay board was degraded. After troubleshooting philips field service engineer (fse) confirmed that 3 hard drives in ippc have issue. On 18jul2024 customer replaced the hard drives. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.